Event description:
Haptic was found to be torn after delivery into the eye. Lens was removed and replaced during the initial procedure.

Manufacturer narrative:
This med watch was completed by the manufacturer.